Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the physician was unable to find an acceptable position for the right atrial (ra) lead. An atrial lead was not used. No patient complications have been reported as a result of this event.